Event description:
It was reported that (1) cdh29 was used during a low anterior resection. It was reported by the rep the instrument fired ok and removed easily. The donuts were checked and were complete. A water leak test was done and the anastomosis leaked. A hand anastomosis was done and water leak check was repeated and no leak was noted. It was reported the surgeon felt he should have used the cdh25. The device was discarded.